Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the lead, when withdrawing the catheter, the lead dislodged. A new catheter was then used to successfully implant the lead. The lead remains in use. No patient complications have been reported as a result of this event.